Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 5.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced five infusion sets fell off events while doing physical activity on (B)(6) 2024. The infusion set was in use 24 hours. Blood glucose level reported during the event was 300 mg/dl. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.